Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege that the patient suffered pain and suffering and was injured by excessive levels of chromium and cobalt as a result of implantation of the depuy asr hip implants.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 11/12/14 - plaintiff's preliminary disclosure form was received, which identified dor. The complaint and associated mdrs were updated. The adapter sleeve and femoral stem are now being added to the complaint.